Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu handle and screen were contaminated with blood. Blood was seen in the handle ingress and in the ingress under the screen. There was no patient harm. All known information regarding the event has been provided.